Manufacturer narrative:
The device was returned to olympus for inspection. The reported malfunction was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified reportable failures "distal end has foreign objects" and "nozzle has foreign objects" is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the entire image is blurry. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: d8, h5, h6, h11. The following reportable malfunctions were also identified during the device evaluation: the scope produced an e237 error and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the error code e237 and the no image issues, both events were most likely caused by corrosion of the scope connector unit, which indicates failure of the scope unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.